Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high impedance. During the explant procedure the physician noted clavicular crush damage to the lead.